Event description:
It was reported the patient's blood glucose level rose to greater than 400 mg/dL while wearing the Pod. The Pod reportedly fell off the infusion site (belly), causing the cannula to dislodge after swimming. The Pod was disposed and as treatment, a new Pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.